Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during initial drain. The home patient (hp) was connected at the time of the alarm. The caregiver (cg) informed the technical service representative (tsr) that the blue clamp was open on the unused supply line. The tsr assisted the cg with ending the therapy and removal of cassette. The tsr advised the cg to start over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.